Event description:
This 45 year old patient had placed in 1983 subpectoral 200cc round prosthesis. The patient approximately two year ago developed right neck and shoulder pain, numbness in the fingers and forearm pain. She developed fatigue but continued to work. The patient has night sweats. Dry mouth and vagina. The patient had a bilateral periprosthetic capsulectomy with removal of the capsules. The left implant was completely ruptured with free gel and no visible shell and the right implant was intact.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: unanticipated, invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.